Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the large needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.